Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor. The motor was tested outside the device and passed. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error during rewind. The insulin pump passed the displacement verification table and self-test. The insulin pump alarmed motor error again while delivering 5 units via fill cannula. The customer was able to prime. The dome label sticker of the case was detached. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.